Event description:
Consumer alleged while getting out on their van, the chair flipped forward allegedly causing pt to fall out of their chair head first onto the cement, breaking both of their legs. A few months later pt alleges the seat strap broke and threw head first into the dishboard in their van, breaking both their legs again.